Event description:
The patient reported picking up a cable box and feeling a shock near the pump. Afterward the patient experienced a return of symptoms including headache and spasticity. The patient was at home. The caller was redirected back to the health care provider. It was indicated tht due to transportation, an appointment would be arranged for later in the week. The concentration and daily dose of baclofen being delivered via the pump were not reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.